Event description:
It was reported by svc report that the scale sys was showing an error on the pt left foot load cell due to the load cell connector not having a good connection. No pt involvement or adverse consequences are reported.